Manufacturer narrative:
The device was received with corrosion on the top and middle batteries. During investigation, a leak test was performed. An internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 460 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting as well as hyperglycemia. Prior to going to the hospital the patient removed the pod. The patient administered a manual injection of insulin via syringe and applied a new pod. Once at the hospital the patient was treated with intravenous fluids. The patient was released from the hospital after 4.5 hours.